Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The account found the side rail latch cover was bent and not allowing the side rail to latch. The side rail latch cover was straightened by the account to resolve the issue.